Manufacturer narrative:
Results of investigation: it was reported that during surgery, the screwdriver was jammed and would not accept screws. The affected humeral hexdriver, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that in regards to extra bone holes and/or cuts made, ¿the surgeon has confirmed there was none¿ per correspondence. The patient impact beyond the reported minor surgical extension could not be assessed. Review of the risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to procedural/user variance, unclear user instructions or device wear. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the screwdriver was jammed and would not accept screws. There was a delay of 0-30 minutes and there was no backup available. Later, it was confirmed that the doctor had to use a larger driver to complete the procedure (unknown size) and it was indicated that additional bone was removed for the pathway of the incorrectly placed screws.